Event description:
It was reported that the patient experienced obstruction alarms and high blood glucose and was addressed by pump on (b)(6) 2026.

Manufacturer narrative:
E1: patient country: Brazil.Name: (b)(6).Country: United States of America.Street: (b)(6).City: (b)(6).State: (b)(6).Zip Code: (b)(6).Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.